Manufacturer narrative:
Analysis of the device yielded a stent that had been shifted in the proximal direction. Both the proximal and distal ends of the stent were flared. The stent had a slight bow from the distal end to the proximal end. Removing the stent, crimp marks could be seen on both the balloon and the catheter shaft. All device features were present, located properly and met all required specifications. The stent was relocated between the ro markers and completed successful passage into and through both a 6 french cordis brite tip and a 6 french boston scientific super sheath with no difficulty. No stent movement was observed. After review of our quality records for that lot, we could find no defects or abnormalities.

Event description:
Couldn't get stent to go through the 6fr cordis introducer sheath.